Manufacturer narrative:
The device will not return for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet prolapse, and a restricted posterior leaflet. An ntw mitraclip was implanted successfully, reducing the mr to grade 2. On (B)(6) 2022, on a follow-up visit, a single leaflet device attachment (slda) occurred. On an unknown date the patient was in hospice care. On (B)(6) 2022, the patient passed away. Per physician, the mitraclip was not suspected to have caused the patient death. No additional information was provided.

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet prolapse, and a restricted posterior leaflet. An ntw mitraclip was implanted successfully, reducing the mr to grade 2. On (B)(6) 2022, on a follow-up visit, a single leaflet device attachment (slda) occurred. On an unknown date the patient was in hospice care. On (B)(6) 2022, the patient passed away. Per physician, the mitraclip was not suspected to have caused the patient death. Subsequent to the initial MDR. It was reported that the patient had a baseline anterior leaflet prolapse with moderate myxomatous changes of the valve, there was no severe thickening of the leaflet or calcification present. The case on (B)(6) 2022 went well and was straightforward with what appeared to be excellent grasping of both anterior and posterior leaflets. During a follow-up visit on (B)(6) 2022, the clip remained attached to the anterior leaflet. The posterior leaflet appeared largely intact despite the single leaflet device attachment (slda). In the physician's opinion the cause of death was the patient's need to be anticoagulated for 3 months after a large pulmonary embolism which resulted in a delay to therapy for a re-clip procedure. The recurrent mr was a contributing factor in the patient's death. It was confirmed that the slda contributed to the recurrent mr and patient's death. No additional information was provided.

Manufacturer narrative:
The device will not return for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported patient death appears to be related to the recurrent mitral regurgitation (mr). The cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation (periprocedure) associated with the slda appears to be due to challenging patient anatomy (anterior leaflet prolapse, restricted posterior leaflet, and myxomatous valve tissue). The reported patient effects of death and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿due to the limited information available, the main cause of death cannot be established. The mitraclip procedure and slda do not appear to be a direct cause of the patient¿s death. The recurrent mr and associated congestive heart failure may have contributed to the patient¿s death, but this cannot be definitively confirmed.¿